Event description:
A hospital staff member reported a tip was broken off on their 5.5 tap. The broken tip was identified prior to surgery. Surgeon decided to proceed with the case using the damaged tap. The procedure was completed successfully. There was no negative impact on patient outcome reported.

Manufacturer narrative:
Incorrect patient data was provided on initial MDR. Correct information now provided. Replacement tap sent to site for issue resolution. Evaluation of suspect tap confirms reported issue: as reported, the tip of the instrument has been broken off. Otherwise, the instrument inserted into a navlock and rotated without issue.

Manufacturer narrative:
Patient age was unavailable from the site at time of this report.no parts or files have been received by the manufacturer for evaluation.